Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "device migration/implant malposition, suspected/actual rupture/deflation" via the national breast implant registry (nbir). This record is for right side. The device has been explanted.